Manufacturer narrative:
Section d10 device available for evaluation of the initial medwatch report indicated: no. Section d10 device available for evaluation of the initial medwatch report should indicate: yes. Section d10 returned to manufacturer on of the initial medwatch report was blank. Section d10 returned to manufacturer on of the initial medwatch report should indicate: 10/07/2019.

Event description:
The customer contacted physio-control to report that their device would not turn on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. The root cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device would not turn on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated with the reported event.